Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio: 2.5, lab: 3.2. Date: same day. Inratio: 2.4. Lab: 4.7. Date: same day. Inratio: 1.4. Lab: 3.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007. Inratio: 2.5. Lab: 3.2. Mean: 2.9. Confidence limits: 1.8-4.2. Date: same day. Inratio: 2.4. Lab: 4.7. Mean: 3.6. Confidence limits: 2.2-5.3. Date: same day. Inratio: 1.4. Lab: 3.9. Mean: 2.7. Confidence limits: 1.7-3.8. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st and 2nd data set, both inratio and lab values are within the confidence limits for inr testing. For the 3rd data set, both inratio and lab values are not within the confidence limits. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time. Strip lot# was not provided therefore further testing cannot be performed.